Event description:
A caller reported an issue with incorrect time and date settings on their device, which prompted an update. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump's time and date settings and advised monitoring for any future discrepancies greater than five minutes. The caller understood the guidance and acknowledged the information shared regarding possible impacts on uploads and reports.